Event description:
Surgeon implanted a charite disc at l5/s1. He then moved up one level to implant another disc at l4/l5. Dr had difficulty getting the implant situated at the midline due to limited exposure. During the attempt the l4 endplate fractured, causing him to abort using charite and fused the pt at l4/l5. Surgery time was extended as a result of this event. Once the procedure was complete it was discovered that the pt had insufficient blood flow to one leg, caused by an embolus. The vascular surgeon corrected the problem and a last report that pt was recovering nicely.